Event description:
Additional information received reported that the manufacturer¿s representative (rep) reprogrammed the patient and ¿she left happier than when she came.¿ it was noted that the rep could not remember the date this occurred and did not recall scheduling any other reprogramming. It was stated that the patient had ¿some sort of abdominal type pain¿ and the stimulation was not in the area that she needed it. It was stated that they made some changes, reprogramming it and the rep thought she left happy ¿if I remember correctly.¿ it was noted that no further information was available and the rep had not seen the patient since.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was put in the middle of (B)(6) and had been working ¿wonderful in covering¿ their pain up until a week ago. It was also noted that they had stimulation in the wrong location and that their ¿old pain¿ started coming back again (a return of symptoms) which was reported as a gradual return but that it ¿returned quickly¿. The patient knew that that the stimulation was on as they had to ¿crank it to feel it¿ but then they get shocked and they turn it down. There were no reported falls or trauma associated with the issue. Two weeks after implant, the patient went to their doctor for follow up where the adaptive stimulation feature was turned on. The patient then turned it off as it worked better for them to manually change the stimulation. Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. Specifically, it was noted that they were still working on reprogramming the device with the last appointment of (B)(6), 2014 reported. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).